Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the claimant alleges that she underwent a right total hip arthroplasty in (B)(6) 2013. It is further alleged that medical tests revealed a massive tumor developed and is surrounding the implant causing pain.